Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the screwdriver bit tip found to be broken. The breakage surface shows signs of rotational deformation/waves. Absence of plastic deformation indicates that the breakage was instantaneous due to high torsional and bending overload. However, it cannot be excluded that residual stress from previous usage also contributed in the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The above investigation has determined the failure mode related to this complaint is being addressed by the scope of nc # 1143497. This was opened in order to address the recurring situation of the breakages of the tips for the ¿screwdriver bit axsos t15 ao fitting 4.0mm locking set¿ with cat # 702753, and was also extended to catalogs # 702754, 702747 and 702748. According to this nc, it was concluded that "the investigation of the complaint situation and of the mechanical strength of the screwdriver has shown that the design optimization performed in 2011 (CAPA # 13449) was effective and that a further increase of the screwdriver torque to failure is not possible, as this would lead to screw damage in case of over tightening.¿ as a result, CAPA # 13449 was opened. This CAPA was opened, as an opportunity to improve the design of the screwdriver blades. Design change sel 11-321 was implemented to address these breakages: the blade of the screwdriver was shortened in order to increase its strength and consequently reduce the amount of breakages. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional and bending overload, the likelihood of which is greater during an explantation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "tibial proximal orif. Removed axsos pt. The screw on the joint surface did not come off, and two screwdriver tips broke. After cutting the tip of the screw with a carbide, I scraped the circumference a little larger and managed to remove it."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "tibial proximal orif. Removed axsos pt. The screw on the joint surface did not come off, and two screwdriver tips broke. After cutting the tip of the screw with a carbide, I scraped the circumference a little larger and managed to remove it."